Event description:
Reporter described the following: a nurse was in the process of disposing of an insulin needle/syringe into a sharps disposal container which was in a wall enclosure located on a medication cart. The nurse placed the insulin needle/syringe horizontally on the flap of the lid/door and then "flipped" the lid closed. When the lid/door opened, reportedly, the same insulin needle/syringe "rolled" back and stuck the nurse in the finger.